Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. While the medical records indicate the patient may have experienced infection, there is no information in the medical records provided that correlate and possible infection experienced by the patient to the implanted davol flat mesh. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2013 - patient underwent repair of rectal prolapse with altemeier's procedure. On (B)(6) 2013 - the patient was diagnosed with recurrent rectal prolapse. The patient underwent repair of rectal prolapse using a ripstein procedure with implant of a davol flat mesh and lysis of adhesions. On (B)(6) 2014 - the patient had complaints of chronic vaginal discharge, pain and burning. The patient underwent a gynecologic exam under anesthesia with a bubble test to rule out a rectovaginal fistula. Per the op report details, "a bubble test performed with no evidence of rectovaginal fistula, vaginal cultures were sent. Suspect chronic yeast/bacterial infection due to rectal incontinence is suspected." The op details provided did not mention any visualization or involvement of the davol flat mesh.